Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested, information not received. Race - requested, information not received. Implanted date: device was not implanted. Explanted date: device was not implanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they a pci was performed at the right common femoral artery. The hemostasis procedure was successfully completed with the angio-seal device, but hemostasis was not perfectly achieved, so manual compression was applied. The procedure was completed without any health damage. The following information was provided by the user facility: on (B)(6) 2017, the patient came back to the hospital with pain at the puncture site and discoloration at the lower limb was observed, so an angiogram was performed and an angiostenosis was observed at the puncture site. To diagnose the angiostenosis, an ultrasound (echo) was performed and a foreign matter was observed at the puncture site. As an endovascular treatment (evt) after the pci could be the burden on the patient, the condition of the patient is currently being observed. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 6 fr. The vessel diameter is unknown. The patient is treated with dialysis and it is possible that there was calcification. The blood flow volume is very few and the discoloration at the lower limb did not regain its color. There will be a risk of necrosis at the lower limb. In consultation with a surgeon, it was confirmed that a bypass surgery is possible to perform. A dilation treatment of the angiostenosis region will be attempted next week with a catheter and if necessary, surgical intervention will be performed after. It was reported that the blood loss was <250 cc. Additional information was received on november 29, 2017: it was reported that a poba was performed for the angiostenosis area in the lower limb. A balloon was used to widen the vessel in the affected area. As the bloodstream was improved and the patient's pain was reduced, the patient was not sent to surgery. The foreign matter was not removed. It was reported that the patient is still observed.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.